Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an impactor broke during surgery. The surgical technique was utilized. There was no surgical delay or foreign bodies retained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product identified signs of repeated use in the form of impact marks and gouges, and the device was found to be fractured, with not all pieces returning. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Evaluation of the fracture surface found the fracture was consistent with the device fractures analyzed in zrm document, which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. The device has a potential field age of over 11 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.